Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose of 33 mg/dl. It was stated that the customer had been experiencing low blood glucose levels for four days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. The insulin pump passed the displacement test. It was stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.